Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log could not be reviewed due to the f38 alarm blocking the log. The f-38 alarm was identified during functional testing. The cause of the condition was determined to be damaged force sensing resistors (fsr¿s). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f38 (malfunction in tube misloading detection circuitry) alarm. The alarm occurred during an unknown process step. There was no patient involvement. No additional information is available.